Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, the lead could not pass through the inner catheter. The inner catheter was removed and a new lead was used. The procedure was successful and without patient consequences.